Manufacturer narrative:
E1: initial reporter phone number: (B)(6).

Event description:
It was reported that stent fracture occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. After balloon pre-dilatation, a 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the stent, it was noticed that the stent struts were fractured. The procedure was completed with a different device. There were no patient complications or injuries reported.